Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. This was found during a shift change when performing a maintenance check of their device. The customer advised that the installed batteries were adequately charged. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. Physio replaced the power pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and then the device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to an electrically shorted capacitor, designator c4. The shorted capacitor caused a land between c4 and c25 to open; which resulted in the reported issue.